Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing revealed shorting between conductors. Visual inspection revealed inner insulation damage consistent under the suture sleeve tie down impression. The cause of the reported event was isolated to inner insulation damage consistent with suture tie down forces.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, low pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.